Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that while recovering from surgery, this patient experienced high lvad power consumption. The patient received treatment for suspected thrombus with little effect. The patient then developed sepsis and expired after care was withdrawn. The hvad pump ((B)(4)) was returned to the manufacturer for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed multiple high watts alarms and a power consumption outside normal operating range. Independent pathological analysis confirmed the presence of fibrin clot and a coagulum of leukocytes whose histologic features were suggestive of an inflammatory response, which was likely due to the patient's overwhelming sepsis. Visual inspection of the returned pump revealed abnormal wear marks on the inferior surface of the impeller and the ceramic surface of the lower housing indicative that an unknown external factor, such as thrombus, may have forced the impeller against the lower housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of abrasion marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump inducted problem. Dimensional and functional testing did not identify any issues that may have caused or contributed to the reported high power event. The most probable root cause of the reported event may be attributed to thrombus formation/ingestion within the device. Thrombus is a known risk associated with use of ventricular assist devices noted within the labeling. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from australia that this (B)(6) male patient experienced high left ventricular assist device (lvad) power consumption a few days after undergoing aortic and mitral valve repairs. He was taking aspirin with a hold of his coumadin for two days. The patient was treated with heparin, tirofiban and three doses of tissue plasminogen activator (tpa) with little effect. The physician was hesitant to proceed to explantation (presumably because of the patient's condition). Within days of surgery, the patient was reported to have experienced overwhelming sepsis that was not responsive to antibiotic therapy. Treatment was withdrawn and the patient expired four days after the initial high power event. The physician reported that the event was not related to the device. The device was returned to the manufacturer for evaluation.